Event description:
It was reported that during a supply change the user was unable to attach the connector to the ilet because it would not turn or lock, and the issue resolved after the user seated the connector fully flush to the device per troubleshooting guidance. Customer care provided support that included user troubleshooting education. Investigation of this case revealed that the connector had not been fully seated, which prevented rotation and lock, and function was restored after proper insertion. Symptoms included no adverse clinical effects. Outcomes included no impact to health and hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique.